Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was found to be dark during an inspection. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested that the authorized service provider (asp) take the device for repair. This investigation is ongoing.

Manufacturer narrative:
The customer requested that the authorized service provider (asp) take the device for repair. On 24jul2024, the asp confirmed that the display content was readable, but the screen was dark even at maximum brightness. The asp replaced the user interface assembly to resolve the issue. The asp then completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time.